Event description:
Patient representative reported "ruptured left implant, left chest pain and capsular contracture," baker grade unknown, and "increased risk of alcl." Patient representative also reported "suffered personal injuries and related damages"; this event is not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.